Event description:
On (B) (6) 2008, the pt reported the adhesive on this insulin infusion set is not properly adhering. He stated he has tried 2 extra adhesive products but both have caused skin irritation. He said he has successfully used IV prep pads. The pt was instructed to cover the entire site area with the IV pad before applying the infusion headset. He stated he will try this. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.